Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: ebu 6f, stent: 2.75x18mm resolute integrity. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an mildly tortuous aterial trunk proximal descending aorta. A 014 whisper guide wire (gw) was advanced and positioned at the lesion. While positioning a 2.75x18mm non-abbott stent delivery system (sds), the stent-balloon got stuck on the gw. While attempting to remove the sds, the guiding catheter advanced through the left coronary trunk causing a dissection and total occlusion. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The UDI # could not be provided since the part number was not reported. Evaluation summary: visual, dimensional and functional inspections were performed. The reported difficulty to position and remove through a stent delivery system were unable to be confirmed as the guide wire was able to advance and retract without any resistance noted. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed since the part number was not reported. The investigation was unable to determine a conclusive cause for the reported difficulty to position and remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Patient codes: 2687 not labeled. Internal file number - (B)(4). Correction: adverse event or product problem- type of reportable event changed from malfunction to serious injury. Patient code 2199 was removed.

Event description:
Subsequent to filing the initial MDR, device analysis noted there was scraping sporadically throughout the entire length of the teflon coating, from the distal end to the proximal end.